Event description:
It was reported that cartridge alarm 20 occurred on pump and issue did not involve cartridge loading process. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge, successfully resumed pump therapy, and was advised by technical support to monitor pump and call back if issue continued, and issue was considered resolved while cartridge lot information remained unavailable.